Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement of 30 mm, type iiib endoleak of the distal main body (non-reportable) and additional endovascular procedure complaints are confirmed. The thrombosis within the aneurysm sac complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. However, there was cautionary product use condition due to multiple graft revisions. Additionally, there was concomitant product use of a cook device. It is unclear if this contributed to the reported event. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date ¿ updated h6: medical device problem: remove code 4065 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2012 with the implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. On (B)(6) 2015, the patient was having abdominal pain. A computed tomography (CT) scan indicated the patient had type iiia endoleak. The reported type iiia endoleak was treated with the implant of a cook (non-endologix) tx2 to bridge the devices and the renals were stented. (Reported under MFR# 2031527-2015-00329). On (B)(6) 2015, follow up, computed tomography revealed a small amount of intraluminal thrombus within the lumen. There was no endoleak detected; however, there was a possible fracture and 70-degree angulation that developed. The physician elected to implant an afx vela infrarenal to correct the issue. No patient injuries were reported. (Reported under MFR# 2031527-2015-00426). On (B)(6) 2023, it was determined that the 10cm aaa that has grown 3cm over the last three years. There is no endoleak but do to thrombus filling the entire sac and the aneurysm rapidly growing the physician elected to reline the previously implanted devices on (B)(6) 2023. Though the CT showed no endoleak, when the physician got into the graft it was obvious to see that the wire would travel 3-4cm past the cage indicating the fabric was compromised (type iiib endoleak). Reline was completed with the implant of an alto abdominal stent graft system. Proximal and distal seal was obtained successfully. The patient was reported to have been discharged home. It should be noted that the type iiib endoleak of the initially implanted afx bifurcated stent graft is not reportable as the product has exceeded its life expectancy and there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of this endologix device.